Manufacturer narrative:
Lot# 144054. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing files were reviewed and no anomalies were found. The torque wrench used in the procedure was examined for functionality and found to meet the required torque of 12 nm. Conclusion: the instrument is fully functional.

Event description:
It was reported that; the customer reported that a patient underwent a revision procedure today. The patient was originally implanted with rods, blockers and screws approximately one week ago and it appears that the blockers weren't tight and the rods had allegedly become loose. The surgeon had to put in longer rods. In addition to surgeon implanted a larger screw because in his view one of the screws was not placed in an optimal position. The customer is querying whether the torque wrench is functioning as expected.

Event description:
It was reported that; the customer reported that a patient underwent a revision procedure today. The patient was originally implanted with rods, blockers and screws approximately one week ago and it appears that the blockers weren't tight and the rods had allegedly become loose. The surgeon had to put in longer rods. In addition to surgeon implanted a larger screw because in his view one of the screws was not placed in an optimal position. The customer is querying whether the torque wrench is functioning as expected.